Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating. Ultrasound revealed that the reservoir was empty. A surgical procedure was performed during which it was found that the cylinders were delaminated; therefore, all the components were removed and replaced.